Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 12.0 mmol/l, 19.0 mmol/l (mobile system) and 8.3 mmol/l (aviva nano system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva nano system. (B)(6).